Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced blurred vision and positive dysphotopsia. The lens was explanted during secondary procedure. Additional information was received reporting in the surgeon¿s opinion, the product cause the event.